Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) recommended to customer to reseat the sterile adapter and power cycle the system in order to resolve the reported problem. When the customer reseated the sterile adapter and performed the system power cycle, the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause may be attributed to improper customer setup. Based on the tse's notes, the system issue was due to an improperly seated sterile adapter. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the horizon on both the 0-degree and 30-degree endoscopes did not correspond correctly. Prior to contacting technical support, attempts were made to swap the endoscopes, but this did not resolve the issue. A technical support engineer checked the error logs, which showed no related errors. The procedure was completing as planned with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the surgical task of a lymphadenectomy, issues arose related to the endoscope. The image was correct, but the horizon did not align with the endoscope's position. The endoscope did not move with uncontrolled motion, and there were no reversed controls on the system arms. A 30-degree endoscope was installed in a down orientation, with the serial number 950203. The surgeon confirmed the desired orientation upon installation. No indication of image orientation was provided via the user interface. The endoscope and its adapter/base remained engaged and in sync, with no observed damage such as missing screws or components. The endoscope was not manually rotated 180 degrees prior to the event. The issue was resolved by completing the surgery with a backup 0-degree endoscope. There was no patient injury due to the vision issue. The hospital decided to retain the endoscope as it functioned well and the image was accurate, so it is not available for return to isi for evaluation.